Event description:
It was reported that the vertical incision site had a slight dehiscence. Redness and warmth around the incision was noted. The leads also had high impedances. The patient underwent a lead revision procedure however the case was aborted due to patient had cardiac complications. The physician instead explanted both leads and ipg. The patient was transferred to ICU.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7106150. Product family: scs-ipg-r-MRI, upn: m365sc365sc12160, model: sc-1216, serial: (B)(4), batch: 534840. Product family: scs-extension, upn: m365sc41080, model: sc-4180, batch: 28865951.

Manufacturer narrative:
Sc-4108, (ln: 28865951).the returned or cable and extension was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the vertical incision site had a slight dehiscence. Redness and warmth around the incision was noted. The leads also had high impedances. The patient underwent a lead revision procedure however the case was aborted due to patient had cardiac complications. The physician instead explanted both leads and ipg. The patient was transferred to ICU. Additional information was received that the patient was still on antibiotics and was doing well postoperatively.

Event description:
It was reported that the vertical incision site had a slight dehiscence. Redness and warmth around the incision was noted. The leads also had high impedances. The patient underwent a lead revision procedure however the case was aborted due to patient had cardiac complications. The physician instead explanted both leads and ipg. The patient was transferred to ICU. Additional information was received that the patient was still on antibiotics and was doing well postoperatively.

Manufacturer narrative:
Sc-1216 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. A review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Residual gas analysis verified no loss of electric current as a result of faulty insulation. A labeling review found that dehiscence is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Sc-2218-50 sn: (B)(6). The returned lead was analyzed and external visual inspection found a fractured proximal end between contacts 3 and 4. X-ray inspection revealed that three cables are fractured within the proximal end. With all the available information, boston scientific concludes that the reported event of high impedance was confirmed. It appears that the lead got damaged during the proximal ends insertion into the ipg. A labeling review found that the reported event of dehiscence is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Sc-2218-50 sn: (B)(6). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-4108 ln: 28865951. The returned or cable and extension were analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-4318 ln: 29077425. The returned clik anchor was analyzed, passed all tests performed, and exhibited normal device characteristics.